Event description:
Treating rn reported that she felt and saw leaking from patients 4g/100ml magnesium that was infusing via baxter short primary tubing 2r8403, lot dr21e17017. Spill managed appropriately. Consulted with pharmacy to determine patient received about half of the ordered dose. 2g of magnesium released to administer and tubing to be used was examined by rn and cs for any defects prior to use. Manufacturer response for primary IV tubing, clearlink (per site reporter) they are still trying to figure out what the problem is. We have had close to 50 reported tubing failures since mid-december.